Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at the hospital due to gastrointestinal bleeding on (B)(6) 2019 and with unknown high blood glucose level which they stated was out of range. The customer did not mention any treatment for high blood glucose event. The customer did not mention any symptom related to high blood glucose level. Customer stated the high blood glucose could have been related to the pain they were going through because they were getting ready for hemorrhage. Device will not be returned for analysis.